Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels, up to 400 mg/dl. The cause of the elevated bg levels was unknown. Customer changed the infusion set only and delivered boluses via pump, to address bg levels. It was recommended that the customer consult the healthcare provider regarding elevated bg levels.